Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a retrograde approach. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified vein shunt. After a non-bsc guide wire crossed the lesion, a 5.0 x 100 75cm mustang¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 20 atmospheres; however, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. Despite this, the procedure was completed. No patient complications were reported.